Manufacturer narrative:
The lead was surgically abandoned and a new rv lead was successfully implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased threshold measurements and a gradual increase in pacing impedance measurements to 1,600 ohms. A lead fracture was identified. An invasive procedure was performed. No additional adverse patient effects were reported.